Event description:
The staff reported green and blue error codes. The system was not cutting and another error code appeared ("bad probe"), the doctor stopped the case. The customer noted the rotation knob seems to be stripped. The patient's breast had been pierced.